Event description:
It was reported that the device was used during a lap proctotectomy. The device was opened and tested, and it worked for a while and then neither the hand activation nor foot pedal would work. Another like device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.